Event description:
Laboratory person was in the process of activating the infant heel warmer. Employee was applying some pressure, but not a lot, when the heel warmer burst open. Small amount got on lab person's hand and clothing and some clothing in the room. Washed off immediately. The heel warmer was being activated away from the baby, so did not get on baby. No injury.